Manufacturer narrative:
H3: analysis of the pump identified no anomalies. Analysis of the catheter identified no significant anomalies, however, the catheter was returned in segments. H6: the previously reported evaluation conclusion, method, and result codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the baclofen catheter was replaced on 2020-(B)(6). On 2020--(B)(6). The patient's father reported the patient was irritable, had a low grade fever, and fluid around the pump. There was no redness or drainage. It was noted the symptoms were being controlled with ibuprofen and acetaminophen and resolved spontaneously. On 2020--(B)(6). The patient's parent reported clear drainage of fluid from back incision per photo sent and there was concern for infection. On 2020--(B)(6). Keflex was started. On 2020--(B)(6). The patient presented to the emergency department. The wound was evaluated. Evaluation revealed wound dehiscence on 2020--(B)(6). . The pump rate was turned down in preparation for pump system removal. On 2020--(B)(6). The pump and catheter were explanted and not replaced. The event required in patient or prolonged hospitalization.the outcome of the event was noted as ongoing. The clinical diagnosis was pump pocket and back wound dehiscence. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relatio nship of the event to the implant procedure was related. The incisional site/device tract was pump pocket and lumbar site. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: 2020(B)(6) explanted: 2020-(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2020-jul-29. It was reported that on (B)(6) 2020 abdominal wound dehiscence was noted with a stitch in the abdominal wound. The stitch was removed by the patient's father. On (B)(6) 2020 drainage had decreased and erythema improved. On (B)(6) 2020 pus was noted to be coming from the abdominal wound.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study reported the outcome of the event was unresolved at time of study exit/death/study closure. Additional information received on (B)(6) 2020 reported the subject exited the study on (B)(6) 2020. The reason for exit was all enrolled manufacturer products were inactive. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020 product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen ( 2,000 mcg/ml at 100 mcg/day) via an implanted pump. It was reported the patient presented into the emergency department on (B)(6) 2020 with a low grade fever, tachycardia, erythema and wound dehiscence at bilateral spinal and pump incision sites and pus at spinal incision site. It was noted there was no environmental/external/patient factors that may have led or contributed to the issue. The infusion rate was halved from 200 mcg/day to 100 mcg/day in anticipation of explanting catheter and pump on (B)(6) 2020. The patient was started on oral baclofen and antibiotics. The remained an inpatient to observe/treat for signs/symptoms of itb withdrawal after explant. It was noted the issue was resolved.